Manufacturer narrative:
Insulin pump alarmed during prime test due to a flush/loose drive support disk. A cracked display window, cracked battery tube threads, scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 50 mg/dl. Customer treated with food. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.